Manufacturer narrative:
Revision occurred 3 weeks after the primary surgery for acute instability of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 weeks after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to acute instability. 32 mm centered glenosphere and 32 mm + 6 standard humeral cup explanted. These parts were replaced with a 40 mm eccentric glenosphere, 40 mm + 3 stability humeral cup, and 9 mm spacer.